Event description:
This is a solicited case report received form a consumer in united states on (B)(6)-2014 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4). Study description: essure generic active online listening. Consumer stated that she was submitted to a lavh (interpreted as laparoscopically assisted vaginal hysterectomy) with tube removal on (B)(6) (year not provided) and came home on the next day. She presented chronic pelvis pain and essure caused the surgery. Overall she was feeling fine (sore somewhat). No further information was provided. Company causality comment: this non-medically confirmed, solicited case report; refers to a female subject who was involved in essure active online listening, study number: (B)(4). She had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvis pain. This event was considered serious as medically significant and is listed according ot the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, it was reported that the subject had chronic pelvis pain and was submitted to a hysterectomy with tube removal. She was feeling fine with sore somewhat after this surgical procedure. Considering the positive temporal relationship and dechallenge; a causal relationship between chronic pelvic pain and essure therapy cannot be excluded and due ot the required intervention this event was regarded as an incident. In addition the non-serious event sore somewhat was reported. No follow up will be pursued since this is a social media case. A product technical analysis will be sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 12-aug-2014: ptc result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, solicited case report; refers to a female subject who was involved in essure active online listening, study number: (B)(4). She had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event was considered serious as medically significant and it is listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, it was reported that the subject had chronic pelvic pain and was submitted to a hysterectomy with tube removal. She was feeling fine with sore somewhat after this surgical procedure. Considering the positive temporal relationship and dechallenge; a causal relationship between chronic pelvic pain and essure therapy cannot be excluded and due to the required intervention this event was regarded as an incident. In addition the non-serious event sore somewhat was reported. No follow up will be pursued since this is a social media case. A product technical analysis stated, due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit.